Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose level displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Tandem technical support educated the customer on the meaning of an incomplete alert.